Event description:
The customer reported two instances in which the ortho provue analyzer resulted weakly positive antibody screen samples as negative. One of the samples contained anti-m. Both samples reacted weakly positive in manual gel test. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. Ocd second level support indicated that the first sample was anti-m (cold agglutinin) which will not react consistently on th analyzer since pipetting is performed at 37 oc. Ocd second level support reviewed the log files and indicated that the reactions in the microtube looked negative as interpreted by the provue. The field engineer indicated that repairs were not required since the analyzer was performing as expected. This customer has not logged any complaints against this analyzer since this incident.